Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2022 and experienced multiple intracranial hemorrhages (confirmed via computed tomography (CT) scans) since time of implant and was unable to be appropriately anticoagulated. The patient did have confirmed intracranial hemorrhages on (B)(6) 2022 and (B)(6) 2022. Patient's family decided to make patient comfort care and withdraw heartmate 3 (hm3) support; the patient expired on (B)(6) 2022. The patient had no separate admission or discharge dates. No product would be returned for evaluation.

Event description:
It was reported that patient was implanted on (B)(6) 2022 and experienced multiple intracranial hemorrhages since time of implant and was unable to be appropriately anticoagulated. The patient experienced intracranial hemorrhages on (B)(6) 2022 and (B)(6) 2022, diagnosed through computed tomography scans. The decision was made to withdraw support, and the patient expired due to respiratory failure on (B)(6) 2022. The patient had remained hospitalized from the time of implant until their outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. This section also explains that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.